Manufacturer narrative:
(B)(4). The reported event was confirmed by visual evaluation of the returned device. Inspection found that the device exhibited signs of repeated use and the anterior of the post feature has fractured off. Not all pieces were returned. Review of the device history records identified no anomalies or deviations during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during routine inspection, the instrument was found fractured. No additional information.